Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study indicated on (B)(6) 2019 the patient reported intermittent withdrawal and increased pain when supine. The patient was scheduled for a catheter revision. On (B)(6) 2019 during surgical revision of the catheter, an occlusion at the anchor sit was observed. Surgical intervention occurred where the tail of the anchor was re-sutured. The etiology of the event indicated the relationship of the event to the device or therapy was related. The outcome of the event resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the clinical diagnosis was updated to increased pain and withdrawal symptoms. It was noted on (B)(6) 2019 the patient had a return of symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 22-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded morphine with an unknown dose and concentration via an implantable pump for spinal pain. It was reported on (B)(6) 2019 the patient reported increased pain. On (B)(6) 2019 the patient presented to the clinic for an unscheduled visit after presenting to the emergency department (ed) over the weekend with intrathecal (it) opioid withdrawal and increased pain. In the ed the patient was given intravenous (IV) morphine which immediately alleviated all the patient's symptoms. The patient was also provided with oral morphine. The patient reported taking the oral morphine every 6 hours. The patient reported unspecified symptoms of opioid withdrawal. During the clinic visit, the device was interrogated and logs were reviewed, revealing no abnormalities. No changes were made and the patient was scheduled for a catheter access port (cap) dye study. On (B)(6) 2019 the cap dye study revealed a normal, functioning catheter. The patient was advised to contact the clinical if they again experience withdrawal or increased pain in which the patient would be scheduled for a catheter revision as the hcp believes the catheter was intermittently kinking and un-kinking. No action was taken. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was catheter kink and the clinical diagnosis was it opioid withdrawal and increased pain. The patient's baseline weight was not measured. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the device diagnosis was updated to catheter occlusion. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the clinical diagnosis was updated to withdrawal symptoms. The outcome of the event was updated to resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.